Manufacturer narrative:
The reason for this revision surgery was the tibia baseplate become loose. The length of in vivo service was 1 year. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the component listed in the complaint. A review of the product complaint report history showed this is the first complaint against this part and lot number. The complaint reports the root cause for the baseplate becoming loose was the cement did not take or form a proper bond. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the tibia baseplate becoming loose in the patient; cement did not take. The surgeon removed the tibia baseplate and the tibia insert and replaced them with size 40 tibia baseplate and a size 40 10 mm tibia insert.